Manufacturer narrative:
The lens was returned posterior surface up in a lens case. A small amount of viscoelastic is observed on the lens. No haptic damage was observed. A small scratch was observed on the posterior surface. This appears to have been caused by an instrument used to grasp the lens. No other damage was observed. The lens dimensions were acceptable using an approved template. The indicated viscoelastic is not qualified for use with the lens/cartridge combination used. The root cause for the reported pc-tear could not be determined. A malfunction has not been indicated against the lens. No haptic damage was observed. The lens dimensions were acceptable using an approved template. The surgeon considered the haptic may have unfolded incorrectly, but this was not observed. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The indicated associated cartridge is qualified for this lens model. The indicated viscoelastic is not qualified for use with the lens/cartridge combination used. The root cause for the reported pc-tear could not be determined. A malfunction has not been indicated against the lens. The surgeon considered the haptic may have unfolded incorrectly, but this was not observed. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause had not been identified. There ae no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure the posterior capsular bag was broken by the haptic. Additional information was requested.